Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: cap con iii. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female who underwent a breast augmentation primary with a mentor memorygel, 550cc silicone breast implant on the left side, and unknown mentor silicone on the right side experienced left sided capsular contracture grade iii and right-sided pain post procedure. The patient has pain when lying on the side. As a result, patient scheduled for bilateral removal on (B)(6) 2021. This report relates to the left prosthesis.